Event description:
Per dealer item is broken in the middle of the tube, no idea of how or when it happened. Dealer didn't have time to answer any questions. He did state that the chair is in a facility.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.